Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error about four month ago and it alarmed again two days ago. Her blood glucose was 180mg/dl. She didn't recall any significant event which may have led to the device alarming. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined the replacement device. She called back and agreed to the replacement device but declined to return her device for analysis.